Event description:
It was reported that these scissors were dull out of the box. Not used in surgery.

Manufacturer narrative:
Eval: unit was received for eval. All inserts were tested with porvair. This is used to simulate cutting human tissue. The inserts was not cutting the porvair. This test verified that the inserts are dull according to the failure reported. Under the microscope, some of the inserts had stains indicating that the inserts were used or stored not according to the IFU. Inspection: visually inspect instruments for cleanliness. Inspect the instruments after each cleaning and disinfection cycle to ensure proper functionality and safety. Inspect all jaw components, ratcheting components, and cutting edges for damage. Instrument jaws should align with each other and open and close completely. Inspect for burns, cuts and abrasions in the electrical insulation on the insert and/or the handle for instruments equipped with electrosurgical capabilities. Root cause(s): used or stored not according to the IFU. Manufacturing. A design change for the metzenbaum scissors has been approved. This includes a sharpening process that is performed by a machine as opposed to by hand in order to provide the customer with consistently sharper scissors.